Event description:
Scrub nurse in operating room indicated the a 9mm defect site had already been created but when they opened the packaging they discovered it was a 7mm red plug. They had no other 9mm kit available. The only other kit size available was an 11mm however, there was no 11mm drill sleeve available. In order to proceed, a hand-held burr was used to ream the defect site to 11mm. The 11mm plug was inserted and the case was completed.

Manufacturer narrative:
On july 24, 2008, the quality group was performing an audit of the trufit bgs complaint files. During this review, quality noticed that this complaint was determined to be reportable (us and EU) but that there was no evidence that a medwatch report was ever submitted.